Event description:
It was reported to philips that the customer is requesting for crc (customer repair center) bench service. There was no reported patient or user involvement and no adverse patient/user impact.